Manufacturer narrative:
Imaging was used to determine the cause of the patient's loss of pain relief. Images show a lead fracture at a known point of tension. Physician included a strain relief loop at the pocket location, however this appears to have not been sufficient to alleviate the tension point where the lead fracture occured. Physician elected to perform full explant rather than revision in order to allow the patient to fully heal before introducing new leads.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 and reported good pain relief at the time of system activation. Patient subsequently reported loss of pain relief to the lateral side approximately two to three weeks after activating the system, with the medial side still maintaining good relief. Patient was found to have a fractured lead and underwent full system explant on (B)(6) 2023.